Event description:
The customer stated that she tested her blood glucose using her contour and elite xl meters. The contour read 487 mg/dl, while the elite read 171 mg/dl. The customer also tested using another elite xl and that meter read 176 mg/dl. The difference between the readings falls in the "c" zone of the parkers error grid, making the difference clinically significant. The test strips and meter were returned for evaluation. Replacement products were sent to the customer.

Manufacturer narrative:
Some of the returned test strips were used. The rest were unable to sip the control solution, making it impossible to test.